Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, the customer noticed a piece was missing from the shaft of the vessel sealer extend (vse) instrument. The customer did not recall an internal collision that would have caused that kind of damage. The customer surveyed the abdomen for a fragment and found a piece that looked like it could have come from the vse instrument. The customer retrieved the fragment from the abdomen and replaced the vse instrument with a new one to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the instrument was inspected prior to use but they usually only inspect the tip. There was no damage seen prior to use. The customer specified that they did not know exactly when the shaft damage occurred as they had not noticed the missing piece until they were using it and that was when they assumed it occurred. As they looked for the fragment in the patient, they found the piece and retrieved it, and it was a perfect match to the missing part of the vse instrument. Since the piece retrieved was a perfect match to the missing part of the vse instrument, they did not perform any post-operative tests like an x-ray or ultrasound. No additional surgical procedure was required to remove the fragment. It was unknown what could have caused the issue. The customer at that moment decided to no longer use the vse instrument with the broken off fragment and switched it out for a new vse instrument. The customer had no issues removing the instrument from the cannula. The procedure was completed robotically as planned with no patient injury. The patient never returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vse instrument to perform failure analysis. The vse instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument's main tube exhibited signs of scratch marks and abrasions. The main tube scratch marks measured roughly 0.123" to 0.171" in length. The main tube abrasion measured approximately 0.116" x 0.140" in size and it was not returned along with the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. Energy was delivered without any issues and passed the cut test. The knife slot measured at 0.004¿ and the jaw gap verification passed at 0.027¿. The root cause of this failure is typically attributed to mishandling/misuse. The complaint regarding a missing piece from the shaft of the vse instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the vse instrument fell inside the patient. The fragment was retrieved during the same procedure.